Event description:
A pt reported that she received her first treatment on 4/9/97 into the post-rhinoplasty scar at bridge of the nose. During the treatment, an area at the injection site smaller than the size of a pea turned black and blue, and she also noted a whitish discoloration. She drove home, and then returned that same day to the physician, who told her that the area might stay black and blue, or that it could get worse and "shed or be a scrape". He said it would probably go away in 8-9 days; he instructed the pt to take aspirin and apply ice to the area twice a day. On 4/10/97, there was a central darker area with a lighter discoloration at the collagen injection site above the darker area. There was no evidence of tissue breakdown. On 4/15/97, there was no tissue breakdown, blistering or oozing. The area were beginning to lose correction. She stated that the physician did not fully correct all areas.

Manufacturer narrative:
On 11 november 1997, follow up info was recd from the pt. She did not recall that there was a crust at the injection site. In approx 8/1997, a consulting physician (name refused) saw the pt. No med or surgical intervention was prescribed; he suggested that the pt wait for one yr. On 11 november 1997, there was a brownish colored depression at the injection site. She could not see any collagen material visible, there was no lumpiness.